Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a frayed grip cable at the distal end. Additional observation(s) related to customer reported complaint: the instrument was found to have a broken chassis at the back of the housing. Visual examination shows a large section of the chassis is fractured and missing, measuring roughly 0.43 x 0.47 in size. Two broken snap fragments were returned at the time of evaluation. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent to the broken snaps show damage which may indicate potential mishandling/misuse. The main chassis at the back of the housing was found broken, with a large section missing. Common causes of the failure mode of instrument housing broken snaps are attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can also lead to damage.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.